Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while scanning the adc freestyle libre sensor. As a result, on (B)(6) 2022, the customer turned pale and started to feel ill, and had a loss of consciousness. A non-hcp provided the customer candy and called emergency services, however, no further medical treatment was provided as the customer "felt biter" and declined being brought to the hospital. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," while scanning the adc freestyle libre sensor. As a result, on (B)(6) 2022, the customer turned pale and started to feel ill, and had a loss of consciousness. A non-hcp provided the customer candy and called emergency services, however, no further medical treatment was provided as the customer "felt biter" and declined being brought to the hospital. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.